Event description:
It was reported that during a stent placement, the doctor attempted to inflate the catheter balloon, but it was not possible to expand it; neither could he pull the stent back in the 7f sheath. After lengthy manipulation, the dr. Managed to get the stent off the balloon & remain in the chosen position. The catheter has removed & replaced without further complications being reported.